Event description:
It was reported that that the acoustic alarms from the bed station were not forwarded to the central unit. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The philips rse stated that the problem could not be reproduced, but based on the error codes provided determined that there was a software problem (failed to renew certificate due to error). 14.05.2025 13:19:50,877 ixsrv01 networkservice time service: the last attempt to sync with the configured external time source 10.1.90.75 failed. The last successful time sync occurred on unknown. 14.05.2025 13:24:33,096 ixsrv01 platform personalcertificaterenewalservice::failed to renew certificate due to error. 14.05.2025 14:31:28,302 neoits framework watchdog: process philips.pmp.applicationhost.exe: 6576 failed due to reason: component philips.pic.applications.uithread.displaycontroller has failed. A restart of the patient information center ix was performed and the device was functioning again. It was determined that a software problem occurred that will be resolved with a software patch. A philips product support engineer also reviewed the provided information/logs. The pse confirmed the findings of the rse. There is an unhandled exception in the callstack at 14131 about the ¿component philips.pic.applications.uithread.displaycontroller has failed.¿ this means that process failed for some reason. And there are many ways that this can fail. It could be a network issue, memory pressure buildup or even the certificate issue renewal failure that the rse saw at 1324, to name a few. This issue will be resolved in pic ix revision 4.5. Scheduled for release. A restart of the control panel resolved the issue. The monitors were confirmed to be transmitting data again. Reporting institution phone # (B)(6), reporter phone # (B)(6).